Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. No malfunction or mfg defect that would have contributed to reported high blood glucose was found. A bend was found in the cannula, confirming the condition observed by the customer, who also reported that the cannula did not insert properly in the infusion site. This condition would interrupt insulin delivery and contribute to high blood glucose; it can not be confirmed through lab testing. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
Customer reported that on (B)(6) 2012, while wearing the device she noticed that her blood glucose had climbed to 400 mg/dl. After removing the product she noticed that the cannula had never inserted into the site "due to being very bent."